Manufacturer narrative:
The device returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump history shows that service was performed one week before it was returned to mmdg and that the infusion factor had been changed. This caused the pump to over infuse. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that while they were performing testing the pump would not calibrate. When the pump was returned to mmdg the pump was found to be over infusing. The initial reporter also stated that there was no patient involved. (B)(4)